Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y leaked. The following information was provided by the initial reporter: the patient was admitted to the hospital on february 7 with "dysphagia for more than 4 months". Support nutrition rehydration of prescribed symptomatic treatment, for infusion treatment more than 4 hours per day, which indwelling needle puncture blood, at 10:00 on february 19, once again give the puncture needle, february 21, 11:50 nurse patrol found sheets and local skin puncture point there is leakage, the efforts to find the reason, found to extend is close to the indwelling needle tail pipe crack leakage, immediately pull out new needle to puncture, pacified patient, and explained to the patient, after observation it does not cause harm to patient.